Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 59 mg/dl and loss consciousness and began to experience tremors. The customer was taken by emergency services to the emergency room and was subsequently hospitalized. Prior to going to being hospitalized, the customer consumed a juice and glucose tablets in attempt to resolve bg level. The customer was treated with an intravenous glucose and saline solution while in the hospital and was released 6 hours later with no permanent damage and reported issue was resolved. The cause of the reported issue was that the customer manually requested a bolus after the control iq system had already increased insulin delivery due to bg level which caused the customer to experience a rapid bg level drop. A system check was performed and determined that the pump was functioning as expected. The customer continued using the pump for insulin therapy.